Event description:
It was reported that bleeding issue occurred. The wearable was inserted into the arm on (B)(4) 2025. On (B)(4) 2025, upon removal of the wearable, the patient experienced bleeding at the sensor site. It was noted that the patient is on blood thinning medications, specifically plavix and aspirin, as part of their routine medication regimen. The patient self-treated the bleeding by placing towels, a band-aid, and applying pressure to the affected area. Subsequently, the patient sought further medical evaluation at an urgent care facility. At urgent care, the patient received stitches at the sensor location to control the bleeding. No additional medication was administered. The patient was discharged after approximately one hour. The patient reported feeling "fine" at the time of this report. No product or data was provided for investigation. Problem could not be confirmed, and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.